Manufacturer narrative:
Correction made to d2a: common device name: dialyzer, high permeability with or without sealed dialysate system(previously submitted as dialyzer, capillary, hollow fiber) correction made to d2b: classification code: kdi (fji) additional information: d9, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and showed visible damage (crack) to the dialysate connector. Several stress marks on the side of the dialysis connector was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the "connector coupling" of a revaclear 400 during priming. There was no patient involvement. No additional information is available.